Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a broken jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. The silicone insulation was observed to be peeled and cracked on the cold jaw. Part of the silicone was lifted and peeled away from the tip of the jaw, but remained attached to the base of the jaw. It appeared as though part of the silicone insulation had broken off of the cold jaw, but there were no pieces returned for evaluation. The heater wire was observed to be slightly flexed away from the center on the hot jaw, though it remained attached to the jaw. Based on the condition of the returned device and the results of the evaluation, the reported failure "material twisted/bent" and the analyzed failure "peeled" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had a broken jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.